Event description:
It was reported that stent dislodgement occurred. A 20 x 2.50 rebel stent was selected for use. However, upon removing the device from the hoop, the stent was stripped off and was left on the stylet. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms stented catheter. The balloon was loosely folded. The stent was returned separated from the balloon. There is dried contrast/saline in the lumen and a small amount of blood noticed between the balloon folds. Although it was reported that the device was not used, the presence of blood and contrast media in the lumen is indicative of handling beyond simply unpackaging the device, as was reported. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. The separated stent was severely stretched/damaged. There are numerous hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent dislodgement occurred. A 20 x 2.50 rebel stent was selected for use. However, upon removing the device from the hoop, the stent was stripped off and was left on the stylet. The procedure was completed with another of the same device. No patient complications were reported.